Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
One of the fixed tracks of the installation has become loose and has moved away from the wall, becoming disconnected from the track bracket. No patient fall occurred, no injuries were reported.